Manufacturer narrative:
Pump received with rf pic failed self test alarm during self test due to faulty y1/radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a motor arm failed self-test alarm. The blood glucose level was unknown. The product will return for the analysis.